Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 302 milimeters from the terminal pin, proximal segment only returned. The lead was severed distal of the suture sleeve tie down site. An observation on the electrocautery damage was noted in several places.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a complete separation right above the header of the device as verified through fluoroscopy and looked like it was sheared off. The physician thought that when the sutures were cut, the lead was also accidentally cut. Additional information indicates that the lead will possibly be removed and returned. The patient was scheduled for lead replacement. All available information suggests that this lv lead still remains in service. No adverse patient effects were reported.